Event description:
Boston scientific received information that this right atrial (ra) lead displayed noise, inability to pace, small p-wave measurements and impedance measurements greater than 3000 ohms. During the revision procedure the lead was found to have a fracture. Attempts to remove the lead were unsuccessful and the lead was abandoned surgically. No adverse patient effects were reported during the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.